Event description:
Procedure type: hysterectomy (extracorporeal knot typing). According to the reporter: when device was removed from patient, the tech noticed that the needle had broken in half. The suture was still attached to one half of the needle. X-ray was performed but the other half of the needle could not be located. A second needle also broke upon removal from patient, but both halves were present. A different box of suture was used to complete the case. No tissue damage or patient injury was reported.